Manufacturer narrative:
Article citation: mccullough, meghan c, vartanian, emma, anderson, james, tan, mark. A sustainable approach to prepectoral breast reconstruction using meshed acellular dermal matrix. Prs global open. 03dec2020; 1-9. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Through journal article ¿a sustainable approach to pre-pectoral breast reconstruction using meshed acellular dermal matrix,¿ authors report 1 revision due to lateral displacement, 1 axillary hematoma, 1 infection, and a percentage of patients who both felt and saw implant rippling. As information was received in aggregate the affected side and status of the devices is unknown.